Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient developed shortness of breath post-implantable cardioverter defibrillator (ICD) implant. A chest x-ray confirmed a pneumothorax. A chest tube was utilized and the patient¿s condition was noted to be improving. The ICD, right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead remain in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.